Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The locking screw did not lock to the plate. Another screw was inserted to the same hole, but it is unknown whether it is locked or not.

Manufacturer narrative:
The reported event that locking screws,cross-pin,self-t,1.7x10mm was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on past complaint history, the most likely root cause is attributable to a user(ur) related issue. Some of the possible causes are: application of too high torque, placement of locking screw in oblong hole, locking screw not central to plate hole inserted or screws are tightened with too little torque. The device inspection was not possible as the product was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique was reviewed, which describes all the steps related to screw selection and screw tightening very clearly. The instructions for use was reviewed which recommends that prior to surgery it should be checked if implants have been damaged during storage. Also it states that since, implants can be available in different versions, varying for example in length, diameter, angle, right-hand and left-hand versions, material and number of drilled holes, selection of the required version should be done carefully. Also, during the course of the operation, repeated checking is required to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure. No indications of material, manufacturing or design related problems were found during the investigation. If device is returned or any further information is provided, the investigation report will be reassessed. Device was not returned.

Event description:
The locking screw did not lock to the plate. Another screw was inserted to the same hole, but it is unknown whether it is locked or not.